Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded, and inflation media was present inside it which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 10 atmospheres for 30 seconds using digital timer without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 10 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The rated burst pressure for this device is 10 atmospheres as per 2cm pcb specification. A visual examination was performed on the returned device. It was noted that approximately 5mm of one blade and blade pad was lifted distally from the balloon material. The remaining 15mm of the blade and blade pad was full bonded to the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was noted that the blade was lifted and a dissection occurred. The 95% stenosed target lesion was located in severely tortuous and non-calcified vessel. A plain old balloon angioplasty (poba) was performed directly with 6.00mmx2.0cmx90cm peripheral cutting balloon. During removal, resistance was felt, but it was able to be removed as it was. Outside of the patient, it was noted that one of the blades was lifted about halfway. A 0.0014-inch non-boston scientific guidewire and a 6fr introducer sheath were used in an ipsilateral approach to place an 8x40 epic stent. When imaging was performed, a bleeding "outside the stent" was observed. They attempted to treat the bleeding with a balloon without success. A non-boston scientific stent was placed, and it was confirmed that the bleeding stopped. The procedure was complete and no further complications were reported. The patient was in good condition after the procedure.

Event description:
It was noted that the blade was lifted and a dissection occurred. The 95% stenosed target lesion was located in severely tortuous and non-calcified vessel. A plain old balloon angioplasty (poba) was performed directly with 6.00mmx2.0cmx90cm peripheral cutting balloon. During removal, resistance was felt, but it was able to be removed as it was. Outside of the patient, it was noted that one of the blades was lifted about halfway. A 0.0014-inch non-boston scientific guidewire and a 6fr introducer sheath were used in an ipsilateral approach to place an 8x40 epic stent. When imaging was performed, a bleeding "outside the stent" was observed. They attempted to treat the bleeding with a balloon without success. A non-boston scientific stent was placed, and it was confirmed that the bleeding stopped. The procedure was complete and no further complications were reported. The patient was in good condition after the procedure. It was further reported that the target lesion was in the left external iliac artery. It was determined that the bleeding was caused by the cutting balloon, but the suspicion of arteriovenous shunt occurring by the cutting balloon was also considered. No vessel dissection occurred.

Manufacturer narrative:
Correction: h6 patient codes. E1 initial reporter facility name: (B)(6).device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded, and inflation media was present inside it which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 10 atmospheres for 30 seconds using digital timer without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 10 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The rated burst pressure for this device is 10 atmospheres as per 2cm pcb specification. A visual examination was performed on the returned device. It was noted that approximately 5mm of one blade and blade pad was lifted distally from the balloon material. The remaining 15mm of the blade and blade pad was full bonded to the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device.